Manufacturer narrative:
(B)(4). Additional analysis of lead model 3387s-40, lot # va07sq6 showed the no anomalies. A known good stylet was able to be inserted into the lead. The lead was electrically okay. Analysis of the stylet accessory showed that the wire was bent 7 cm from the distal end.

Event description:
It was previously reported, ¿you can clearly see the kink in the lead.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was bent 2 inches from the distal end of the tip when it was opened. The kit was not used, no patient injuries occurred. A new lead was opened.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)